Event description:
Object discovered during imaging patient, no patient related injury occurred and surgery was completed.

Manufacturer narrative:
Device not returned, unable to evaluate. Approximately 500 units sold annually without this type of complaint. Not returned for evaluation